Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported that the device failed to start up and was unusable. There is no report of death or serious injury associated with this complaint.